Event description:
During medex' in-house testing, the unit accepted a 600cc bd syringe as a 20cc syringe and would infuse as such. There was no patient injury or treatment associated with this event.